Event description:
Literature was reviewed regarding ventriculo-arterial uncoupling with a temporary percutaneous ventricular assist device (vad) assisted left vad. The authors described a patient who presented with low flows on the vad, a pulmonary artery pressure of 48/24 mmhg with mean of 34 mmhg, and a pulmonary capillary wedge pressure (pcwp) of 21 mmhg. An echocardiogram revealed a dilated right ventricle and depressed function. The patient was treated with an intra-aortic balloon pump and continuous intravenous (IV) milrinone. The patient was later transitioned from IV milrinone to oral sildenafil and digoxin. It was indicated that one year later, an echo guided ramp study showed that increasing the vad speeds above 2900 rpm caused suction and arrhythmias as well as a mild increase in aortic insufficiency (ai). The patient experienced worsening heart failure syndrome, declining exercise tolerance, and required hospitalizations. The vad remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ashraf h, patel m, armas isd, jumean m. Ventriculo-arterial uncoupling with an impella assisted hvad: the p-d lvad. Catheter cardiovasc interv. 2024;103:1165-1170. Doi:10.1002/ccd.31043. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.